Event description:
It was reported that post implant, ventricular impedance was >2500 ohms. The pocket was reopened and the lead was dis- connected and reconnected to the pulse generator. The next day, the patient complained of chest discomfort. Diaphrag- matic stimulation was observed and there was no ventricular capture at 7.5 v, 1.5 ms. Lead impedance was >2500 ohms. Perforation was confirmed via x-ray. The lead was success- fully repositioned.